Manufacturer narrative:
Investigation of the cannula assembly found a tear on the exposed portion of the soft cannula. The tear diverts the fluid from flowing down its intended fluid path. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the back between 49 and 71 hours.